Event description:
It was reported by the patient that they experienced a variable heart rate as low as thirty nine and that the pacemaker was set to seventy five beats per minute. It was also noted that the pacemaker was not working right and that it had stopped one night. It was also reported that when they went outside to water plants they could not breathe all of a sudden from doing the steps. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.